Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was returned to the operating room for mediastinal exploration for bleeding. The pt also felt the pump "rumble" momentarily, coinciding with an alarm. The pt was administered medication.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.